Event description:
Customer tested 103 mg/dl on the aviva combo system; he reported feeling unwell with this result, and medical colleagues were contacted. The customer tested 29 mg/dl on the professional device. The customer's wife treated him with grape sugar and cola. The customer's condition improved. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.